Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of experimental orthopaedics titled ¿suture tape reinforcement of hamstring tendon graft reduces postoperative knee laxity after primary acl reconstruction¿. The study reviewed eighty (80) patients who underwent acl reconstruction procedures using arthrex fibertape to address soft tissue approximation and/or ligation. During the six (6) month follow-up period; two (2) patients experienced discomfort, one (1) patient experienced a graft rupture after new trauma, and ten (10) patients required reoperation. Ref: von essen, c., sarakatsianos, v., cristiani, r. & stålman, a. Suture tape reinforcement of hamstring tendon graft reduces postoperative knee laxity after primary acl reconstruction. J exp orthop 9, 20, doi:10.1186/s40634-022-00454-2 (2022).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.